Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code related to the motor/blower, err_dsp_motor_failure, was observed. The device's blower would need to be replaced to address the issue. No repair performed, device to be scrapped. Additionally, during evaluation of the device, the rear case enclosure and the handle were found to be damaged. No repair performed, device to be scrapped. These findings are not related to the reportable malfunction/issue with the motor/blower.